Event description:
The patient has a scs system for migraine treatment (off-label use). Both occipital leads are being reported because it is unknown which is the left lead. Device 1 of 2. Reference MFR report: 1627487-2015-07181. It was reported the patient no longer receives effective stimulation. An impedance check revealed high impedance on multiple contacts on the left lead. Reprogramming could not provide resolution. Further intervention will be discussed with the neurosurgeon.

Manufacturer narrative:
Concomitant medical products: model: 3716, scs ipg, implant date unknown. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.